Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the removal of the coil concerto 3d 5mm x 15cm from the anterior tibial artery, the microcatheter coils broke, resulting in the coils remaining inside the catheter. The procedure was conducted on the left mid anterior tibial artery, which had a diameter of 3mm and a lesion length of 40mm. There was no tortuosity or calcification noted. There were no abnormalities reported in relation to anatomy. There was no medical or surgical intervention required to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The defective coils were replaced, and the procedure was completed successfully. No patient symptoms or further complications were reported as a result of this event.